Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('bleeding :gen. Abnormal. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain/chronic"), dyspareunia ("dyspareunia (painful sexual intercourse),"), dysmenorrhoea ("dysmennorhea (cramping)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), psychological trauma ("psych injury"), vaginal infection ("bladder/urinary problems: vaginal infection"), fatigue ("other injuries/symptoms: fatigue"), gastrointestinal disorder ("other injuries/symptoms: gi conditions"), migraine ("other injuries/symptoms: migraines"), headache ("headaches"), nausea ("nausea,") and pain in extremity ("leg pain") and was found to have hormone level abnormal ("other injuries/symptoms: hormonal changes"). The patient was treated with surgery ((B)(6) 2018, salpingectomy date(s) (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation and psychological trauma outcome was unknown and the genital haemorrhage, pelvic pain, dyspareunia, dysmenorrhoea, female sexual dysfunction, abdominal pain, back pain, vaginal infection, fatigue, gastrointestinal disorder, hormone level abnormal, migraine, headache, nausea and pain in extremity had resolved. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, migraine, nausea, pain in extremity, pelvic pain, psychological trauma and vaginal infection to be related to essure. The reporter commented: essure date of insertion was (B)(6) 2012 (discrepancy noted) plaintiff received treatment for dyspareunia, dysmenorrhea, apareunia, pelvic pain, abdominal pain, gen. Abnormal. Bleed, psych injury and vaginal infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: previously added injury was replaced with new events- migration, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), apareunia, pelvic pain, abdominal pain, back pain, gen. Abnormal. Bleed, psych injury related to essure, vaginal infection, fatigue, gi conditions, hormonal changes, migraines, headaches, nausea, leg pain were and she did not undergo essure confirmation test. Patient demography was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.